Event description:
It was reported that the nurse was doing a hme change. When the patient was reconnected to the ventilator, the patient stated that it was giving too much pressure and the ventilator was alarming for high pressure. The nurse started to manually ventilate the patient. No patient harm reported.